Manufacturer narrative:
Good faith effort attempts are in progress to try and retrieve the device status as it is currently unknown. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced a pericardial effusion and a perforation of the right atrium (ra). During a pulse field ablation (pfa) procedure a faradrive sheath was used. When attempting to perform a transseptal puncture the sheath was advanced when it was seen on fluoroscopy that the sheath was in the pericardium. A slight drop in the patient's blood pressure occurred. An echocardiogram was performed which confirmed the pericardial effusion. A surgical intervention was performed to repair the perforation in the ra and stabilize the patient. It is unknown if the if the procedure was completed. The patient's current condition is unknown. It is unknown if the sheath will be returned for analysis.

Event description:
It was reported that the patient experienced a pericardial effusion and a perforation of the right atrium (ra). During a pulse field ablation (pfa) procedure a faradrive sheath was used. When attempting to perform a transseptal puncture the sheath was advanced when it was seen on fluoroscopy that the sheath was in the pericardium. A slight drop in the patient's blood pressure occurred. An echocardiogram was performed which confirmed the pericardial effusion. A surgical intervention was performed to repair the perforation in the ra and stabilize the patient. It is unknown if the if the procedure was completed. The patient's current condition is unknown. It is unknown if the sheath will be returned for analysis.

Manufacturer narrative:
It was confirmed that this event is a duplicate of the event documented in medwatch mw5170728 and MDR 2124215-2025-37605.